Event description:
The patient contacted animas on (B)(6) 2012 alleging erratic blood glucose (bg) readings beginning in the middle of (B)(6) of 2011. The patient reported bg readings as high as 600mg/dl and as low as 54mg/dl over the past month. There was no mention of symptoms. In addition, there was no mention of how the patient treated the blood glucose excursions. At the time of troubleshooting, the patient mentioned that the subject pump accidentally fell to the deck on an unspecified day in (B)(6) 2011. The patient denied any visible cracks to pump's casing. The patient confirmed that all the pump settings were correct. Review of pump's alarm history revealed all low cartridge and low battery alarms except for an occlusion alarm on (B)(6) 2011. There were no issues found when reviewing pump's prime history and customer support noted that total daily delivery (tdd) matched up with patient's daily basal rate of 23.30u in a 24 hour period. The patient stated in response to the bg excursions, he has changed sites out and used alternative sites as suggested by hcp. During the call, the patient's spouse informed customer support that on an unspecified day in (B)(6) 2011 the patient was diagnosed with a uti infection and placed on antibiotics. The patient's spouse also reported that at the end of (B)(6) 2011, the patient was diagnosed with gall stones. Customer support advised the patient to contact his hcp to discuss changes in his medical history and how other medical conditions and treatment for these medical conditions might affect his bg readings. Customer support noted that through troubleshooting there was no indication that the pump was not delivering the insulin that is was programmed to deliver. Although, troubleshooting did not reveal a malfunction of the device, this complaint is being reported because the patient obtained blood glucose readings suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.